Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing at the 8 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed split; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient got nutrition at home in a pump. The pump was giving an alarm and the patient was tender in the arm. A total of 250ml of tpn had been given. Leakage was discovered and catheter removed. Tpn drip delayed and small amount extravasated. No further adverse events in the patients arm. Catheter secured with securacath at 6 cm and the hole was located approx. 2 cm into the vessel at 8 cm. New catheter placed within two days. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted (B)(6) 2024 and removed (B)(6) 2024. Total length of catheter is 47cm, inserted in basilic vein with 6cm exit site markings. Catheter tip in the correct position based on assessment with sherlock 3cg confirmation. Sterile saline 9mg/ml used to lock catheter between use. Securacath used between 6 -3 cm. Nab-paklitaxel infused through PICC line. Patient was at home when leak was identified. Chlorhexidine 5 mg/ml used to clean catheter site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported patient got nutrition at home in a pump. The pump was giving an alarm and the patient was tender in the arm. A total of 250ml of tpn had been given. Leakage was discovered and catheter removed. Tpn drip delayed and small amount extravasated. No further adverse events in the patients arm. Catheter secured with securacath at 6 cm and the hole was located approx. 2 cm into the vessel at 8 cm. New catheter placed within two days. No other information was provided.